Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from in the 50s mg/dl to a level displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates and gave a correction bolus via the pump and manual injection to address bg levels. Reportedly, customer continued to use the pump for insulin therapy.